Manufacturer narrative:
Lot number: handle: dd0357l1, recharge base: dd0348l1, head: 22471a. Manufacturer date: handle: 12/23/2010, recharge base: 12/14/2010, head: 09/03/2012. Product return showed evidence of stress cracking. Incomplete device was returned, cannot confirm cause of breakage. The head was manufactured at the following location: contract MFR. (B)(4). The handle and recharge base were manufactured at the following location: (B)(4).

Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "scratched the inside of my cheek", occurred.